Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported suture retrieval issue was confirmed. The device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. The lot history record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred with two prostyle devices, no suture was present when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.